Event description:
During follow-up, increased capture threshold and decreased pacing impedance was observed due to a distally located fracture on the right ventricular (rv) lead. The issue was resolved by explanting and replacing the rv lead. Visual inspection post explant confirmed rv lead fracture. The patient was in stable condition and experienced no adverse health consequences.

Manufacturer narrative:
The reported events were high capture threshold, low lead pacing impedance, and abnormal curve in the distal part of the lead. As received, a complete lead was returned in one piece. The reported event of abnormal curve in the distal part of the lead was confirmed. Visual inspection of the lead found the lead was bent distal to the right ventricular shock coil, consistent with damage during the implant procedure. The reported event of high capture threshold and low lead pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Diagnostic imaging of the lead found no anomalies with the exception of damages consistent with procedural damage.